Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via a manufacturing representative (rep), who was implanted with a neurostimulator for spinal pain. It was reported that the patient might have had an infection and he was going into surgery the follow day, (B)(6) 2016, for possible explant. A rep reached out to the doctor asking if he needed a rep present at the surgery. The doctor stated the patient was going in for either incision and drainage of the wound or explant, and did not need a rep present. Signs and symptoms were unknown. It was unknown how the issue was identified. On (B)(6) 2016 the patient reported that he went in for surgery and "the infection was in my whole back, covered everything." They had to remove the complete unit. "I'm going to think long and hard about putting it back in." The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.